Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. Patient code 3191 captures the reportable event of surgery and the additional intervention treatment with the use of intravenous antibiotics. This supplemental report was created to correct the entry in d1: brand name and rfb brand name, d2: pro code (product code), d4: model number and rfb model number, lot number and rfb lot number, catalog number and rfb catalog number, expiration date and rfb expiration date, serial number and rfb serial number, unique identifier (UDI) # and rfb unique identifier (UDI), g1: manufacturing site facility name and rfb MFR site facility name, MFR site address 1, MFR site city, MFR site country, manufacturer contact person, h6: patient code and patient code description and entry in h10: additional MFR narrative.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of a system revision due to infection with sepsis. The patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The crt-d was explanted.